Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported a power issue, receiving a draining slowly message during drain 2 of 4 and air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The patient pushed the pin in and out and continued treatment. There was no fluid discovered in the cycler. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. Additional information was requested but has not been obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 4 and air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The patient pushed the pin and out and continued treatment. There was no fluid discovered in the cycler. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. Additional information was requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving a draining slowly message during drain 2 of 4 and air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The patient pushed the pin and out and continued treatment. There was no fluid discovered in the cycler. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. Additional information was requested but has not been obtained.